Event description:
Clinician decided to change the abutments one week after implant placement (before osseointegration of the implant has occurred) and inadvertently extracted the implants. The three implants expiration date and manufacturing date are as follows: lot #: i0kgn, catalog #: 07462, mfg date: 11/22/2013, exp date: 10/31/2018. Lot #: i0n2h, catalog #: 07461, mfg date: 03/05/2014, exp date: 01/31/2019. Lot #: i0mxk, catalog #: 07460, mfg date: 03/05/2014, exp date: 01/31/2019.

Manufacturer narrative:
One week after implant placement (prior to the osseointegration of the implant), the clinician decided to use a different abutment (change cuff height). They proceeded to remove the torqued abutments and inadvertently extracted the non-integrated implants. So, the pt will require add'l surgical intervention to replace the implants that were taken out. As intended, torquing an abutment permanently secures it on to the implant. Therefore, in order to remove the torqued abutment, the clinician would have to apply a reverse-torque, which would also extract the implant if it has not yet been integrated into the bone. The lodi user documentation (l8019-tm) includes info on pre-surgical treatment planning. The clinician is instructed to measure the gingiva depth at each implant depth prior to implant placement to properly select the abutment cuff height. Based on the above, it was concluded that this event occurred as a result of the clinician's misuse of the device (user error). The lot history records of each of the implants were reviewed and no discrepancies or issues of non-conformance were noted. No further action is required.